Event description:
The user facility reported that a medical technologist was sprayed with blood from an hiv-positive patient while transferring a venipuncture sample from a syringe into a blood collection tube. It was reported that the patient had very poor veins and required several attempts to obtain even a partial sample. The medical technologist used a winged infusion set with a syringe attached to the luer connector to draw the 1 or 2-cc blood sample. The medical technologist removed the winged infusion set needle from the patient with the attached syringe partially filled with blood. Then, the medical technologist stuck the wing needle into the blood collection tube stopper and tried to transfer the stopper and tried to transfer the sample. The medical technologist noticed a small blood leak near the wing, and then, while adjusting the tube, blood sprayed onto the medical technologist's hair, face and labcoat. The medical technologist reported that did not see a hole in the winged infusion set tubing before or after the venipuncture. The medical technologist is being monitored for potential infection.